Manufacturer narrative:
E1: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 20 minutes of treatment with polyflux 140h dialyzer, the patient experienced chest tightness, breathing difficulties, frequent coughing, and inability to lie flat. The patient was administered oxygen and 5g intravenous injection of dexamethasone and the symptoms slightly improved. It was reported that "after the blood was restored and the patient got off the machine", the dialyzer was replaced and the symptoms disappeared, allowing the patient to get off the machine smoothly. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.